Event description:
The PICC was placed on 9/4/97. On 9/7, the pt went to the ER because the arm was swollen. ER removed the PICC due to the swelling. The pt was getting antibiotic treatments. After the PICC was removed, it was flushed and an internal leak was noted. Removed & replaced.

Manufacturer narrative:
The implicated product is a 3.0 fr. Catheter in an intermediate tray. The product received for evaluation is a 25.0 inch long segment of 3.0 fr. Catheter. A green two-piece connector is attached at the proximal end. No suture wing is included with the complaint sample. The 5-dot depth marker is found 4.9 inches from the assembly's proximal end. A lot history review reveals no related mfg issues and no similar complaints for this lot. Tactual examination reveals a tensile elongation 10.5 inches from the proximal end of the assembly. This indicates the tubing had been stretched beyond its tensile limit. Ten power magnification of the elongation reveals no damage. Patency is demonstrated by flushing and aspirating water with a 12cc syringe. A single leak is observed approximately 0.75 inches distal to the 4-dot depth marker. Microscopic (63x) examination of the outer diameter reveals a single, near longitudinal slit at the point of the leak. The edges of the slit are straight and even; the slit walls can not be observed. The size of the damage and its even edges suggest the damage may be the result an inadvertent puncture of with a sharp, pointed instrument similar to a needle or surgical blade. No other deffects or deformities were noted with the catheter outer diameter or valve. A sucutaneous leak is confirmed. It shoudl be recorded as user-related. Although it is unknwon how far the catheter had been threaded into the pt, the leak is probably the cause of the pt's swelling and infiltration. The damage found on the catheter appears to be the result of sharp instrument damage. The product instructions for use cautions the user to avoid contact between sharp instruments and the catheter when placing the device.